Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was in backup vvi mode. The device firmware was reloaded and the device returned to normal operation.